Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). A visual examination of the returned device found that the stent was fully mounted. It was noted that the distal handle was detached from the outer sheath. The outer sheath was stretched for a distance of approximately 60 mm from the handle break. During a functional analysis, it was not possible to retract the outer sheath to deploy the stent. The shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Although the reported event of stent failed to deploy was confirmed, a definitive root cause for the ptfe detachment could not be determined at this time. Therefore, the most probable root cause is undeterminable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-04650 and 3005099803-2012-04649. It was reported to boston scientific corporation that two wallflex enteral colonic stents were attempted to be implanted within the cecum of a patient on (B)(4) 2012 during a colonoscopy procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment a malignancy caused by colon cancer. The stricture was reported to be approximately 5 cm in length, extending from the ascending colon to the cecum. The patient's anatomy was reported to be tortuous. During the procedure, the stent (manufacturer report # 3005099803-2012-04650) would not deploy and the handle detached from the outer sheath. No other issues were noted to the device. The stent was fully constrained on the delivery system and removed from the patient. A second stent (manufacturer report # 3005099803-2012-04649) was attempted to be deployed; however, it would not deploy. The procedure was aborted as a result of this event. There were no patient complications as a result of this event. The patient's condition was reported to be fine at the conclusion of the procedure. Based on the evaluation findings, which indicate that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.